Event description:
It was reported the patient had coupling or communication issues with their recharger. It was stated, the patient could not get their implantable neurostimulator to recharge. It was further stated the recharger was "full." It was noted that the patient had fell a "couple times" in the last month. Two days later, it was reported the patient was going to make an appointment with their healthcare provider. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received stated the patient had the battery replaced. The exact date of the procedure was unknown. It was also reported the patient was "satisfied with the physician's decision." No further information was provided.

Manufacturer narrative:
Product ID, 377745 lot# n0038944, implanted: 2005 (B)(6), product type lead product ID, 37742 lot# serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient product ID, 370.8160 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension (B)(4).